Event description:
It was reported the device during a laparoscopic bilaterial salpingo-oopherectomy with severe bowel adhesions to peritoneal wall. The lcs was used to un-adhere bowel from the peritoneal wall prior to the bso. Everything went well with all portions. The surgeon, let rep know on 06/12/1997 am the pt either had an ileus or bowel knick. A general surgeon, put an ng tube in, but this did not reduce distended stomach. The surgeon reop'd 06/12/1997 in the early afternoon and found a small 8 mm kinck on the small intestine which was resected and repaired. The surgeon attributes injury to combo of technique and newness of the instrument.